Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17575. Related manufacturer reference number: 2017865-2020-17578. Related manufacturer reference number: 2017865-2020-17579. It was reported that there was a fluid buildup in the implantable cardioverter defibrillator (ICD) pocket. A pocket revision was performed on (B)(6) 2020. After, the physician decided to remove the entire ICD system, as it was noted that the pocket was infected and there was a minimal amount of vegetation noted on the leads. The patient was in stable condition and otherwise asymptomatic to the infection.